Manufacturer narrative:
A ge service representative performed an on site investigation. The monitor power supply was reseated. The system was then found to be operating as intended.

Event description:
The customer reported that both monitors were black, resulting in a loss of the live image. There is no report of patient injury associated with this event.